Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 47 mm x 50 mm saccular thoracic aortic aneurysm at zone 4 approx 12 months ago. Vessel morphology was reported as there was moderate calcification in the iliac artery. It was reported that after the initial implant of the two talent thoracic stent grafts, there was a dissection of right common iliac artery. The physician implanted an unk brand stent graft which resolved the dissection. (Mfg# 2953200-2010-02274). No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: (arterial trauma/dissection/perforation), (moderate calcification in the iliac artery). Eval, conclusions: (moderate calcification in the iliac artery).